Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified. No damage was found near the area where foreign material was found. Even though the customer provided the cleaning disinfection and sterilization checklist, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. The event can be prevented by following the instructions for use: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the intended surgery was a diagnostic colonoscopy that was completed with the same device.

Manufacturer narrative:
The device was returned and the evaluation found the reported issue was reproduced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had seeds stuck in the biopsy/suction channel. The brush could not pass down the channel. The issue occurred during reprocessing. There were no reports of patient harm.